Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that quality controls (qc) were within range on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer site. The cse observed signal errors after replacing a hardware part on the system. The cse found that the base was leaking into the luminometer from a two way valve. The cse replaced the valve and recalibrated the system. The cse ran qc, which were within range. The cause of the discordant, falsely elevated vit d result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated vitamin d (vit d) result was obtained on a patient sample on advia centaur xp instrument. The discordant result was not reported to the physician(s). The sample was repeated in duplicate on the same instrument, both resulting lower. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated vit d result.